Event description:
On (B)(6), the distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 07/03/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the keypad was fully intact without peeling or visible damage. The down arrow and contrast keypad buttons have intermittent response and require excessive force when pressed to evoke a response. All the other keypad buttons are appropriately responsive when pressed and have normal spring back or click. The keypad was removed for investigation and revealed visible contamination under all the keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.